Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: "a result in the 200's" mg/dl and 52 mg/dl. The customer was "not feeling well" at the time of these results. Customer self-treated with "some food" after the 52 mg/dl result. No other treatment required. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.